Manufacturer narrative:
(B)(4).

Event description:
The customer stated they received multiple ise indirect na, k, cl for gen.2 results accompanied with data flags on the cobas 6000 c (501) module. The customer stated there were some flagged samples without results and some questionable ise indirect na, k, cl for gen.2 results that were not accompanied with data flags. The customer stated there were seven patient samples that had to be rerun. Of the data provided, one patient sample had erroneous na and cl results. The initial na result was 123 mmol/l and the repeat na result was 134 mmol/l on the same c 501 module. The customer repeated the sample on another c 501 module and the na result was 144 mmol/l. The initial cl result was 124.8 mmol/l. The repeat cl result was 105 mmol/l on the other c 501 module. Repeat testing on the other c 501 was deemed to be correct. No erroneous results were reported outside of the laboratory. There was no adverse event. The na and cl electrode lot numbers and expiration dates were requested but not provided. The field service engineer (fse) replaced the rinse mechanism, tubing, and readjusted the volume during mechanism check. The fse performed a photometer check. The customer ran quality control and confirmed results were acceptable.

Manufacturer narrative:
Prior to the field service engineer visit the customer replaced the black sipper nozzle. Trending was performed for this type of complaint and no abnormal trend was identified. A query was performed and found no issues of this nature on any like instruments for the last 12 months at this customer site. The issue was resolved at the customer site. The issued appeared to be isolated with no indication of systemic failure.